Event description:
It was reported that intermittent ventricular undersensing was seen on a remote transmission. No changes were made; the device will be monitored. There were no adverse health consequences, the patient was stable.